Event description:
Distributor reported that battery was not charging due to usb port damage. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.